Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #(B)(4). Soft fault- other- specify in comments. There is no patient involvement. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) / biomed need assistance on 8015 sn (B)(4) having an error issue 600.6875. Case resolution: after helping biomed transferring network configuration and unable to recognized wireless. I recommended to consider sending it in for warranty repair. Biomed agree with me. (B)(4).